Manufacturer narrative:
The reported symptom code (out of box) was confirmed due to zero completed treatments found in the patient¿s treatment history. The reported symptom code (blank screen) was confirmed with testing. An external visual inspection showed no signs of physical damage. Upon turning on the cycler, the display was blank but the front panel buttons were lit up. Further investigation led to the inverter board failing, and there was evidence of burn damage found on the transformer of the board. The issue will be resolved by replacing the inverter board in production. There were no discrepancies encountered during the internal inspection of the cycler. Device history review: dim screen during inspection; send to rework (B)(6) 2018. Rework: display was set to 1 not 10; reset display brightness to 10. (B)(6) 2018. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported an out of box failure when attempting to use a liberty select cycler. The patient reported that screen was blank. After troubleshooting it was decided to replace the cycler. Follow up with the patient indicates that treatment has been skipped but that there was no complication as a result of the alleged event.